Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4): product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they received a replacement antenna and issue about charging the ins too often was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were charging too often. It was reported that the patient has high energy demand. Rep reported that it is taking patient 5-6 hours to charge and by the time they charged ins, controller is depleted, and this has been happening "all along" since implant. The rep reported that they have already reset the controller and was getting imaging of the leads. The history for recharging was reviewed as follow: average ending charge - 90% average time - 1 hour; average interval - 5 hours; 10-30% 48 minutes ; 30-70% 1.2 hours; and 60-80% 1.1 hours. The rep reported that the ins felt tilted, but they could feel the upper corner. The rep started recharge session during the report to confirm recharging speed (was already set to 4) and was able to connect with ins to show excellent quality and both ins and controller were charged to 100%. A replacement recharger was requested. No patient complications have been reported because of this event.